Event description:
It was reported that following an unrelated fall, the patient received two inappropriate shocks from this subcutaneous implantable cardiac defibrillator (s-ICD) electrode. The physician suspected that the electrode had dislodged and the conductor had fractured due to the fall. The patient was seen in-clinic where provocative maneuvers elicited a large amount of over-sensed noise. Technical services was contacted and confirmed the presence of over-sensed noise, as well as previously untreated t-wave over-sensing. The physician subsequently explanted and replaced the s-ICD electrode to resolve the event and no additional adverse patient effects were reported. This electrode is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that following an unrelated fall, the patient received two inappropriate shocks from this subcutaneous implantable cardiac defibrillator (s-ICD) electrode. The physician suspected that the electrode had dislodged and the conductor had fractured due to the fall. The patient was seen in-clinic where provocative maneuvers elicited a large amount of over-sensed noise. Technical services was contacted and confirmed the presence of over-sensed noise, as well as previously untreated t-wave over-sensing. The physician subsequently explanted and replaced the s-ICD electrode to resolve the event and no additional adverse patient effects were reported. This electrode is expected to be returned for analysis, but has not yet been received.